Event description:
Pt underwent aortic valve replacement on 6/9/97. While on heart-lung bypass, the heart-lung machine stopped without warning, as did the computer which controls the console. The computer screen went blank. As a result of the malfunction, the roller pump stopped. The start button was depressed and normal operation of the pump resumed. Seven minutes after the prior incident, the phenomenon reoccurred. The console did not resume normal operation as it did in the preceeding incident. The remote control was turned off to allow the pump to operate independently. The pump did not disengage. Several attempts were made to shut off the remote control without success. The venous return line was clamped to avoid loss of volume from the pt. The roller was then manually operated to see if the remote control would work. This attempt was unsuccessful. The pump was manually operated to maintain flow while the main power to the remote control was turned on and off continually. The remote control resumed operation after 3 to 5 minutes. Although the roller pump resumed full operation, the computer did not return to an operational state for the remainder of the bypass procedure. Pt experienced a mild mi during this time if the mi was related to the failure of the computerized perfusion controller. The case is currently under medical review to determine the cause of the mi and it's relevance to this incident. The pt's systemic pressure remained between 35 and 50 mm hg during this incident. The pt's volume also remained stable.